Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice disposable cassette was damaged. It is unknown when this event occurred. There was no patient involvement, patient injury, medical intervention, or adverse event associated with this event. No additional information is available.